Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed of the photograph which observed a wet bag containing the device indicating a leak; the exact location of the leak could not be identified. No additional testing could be performed due to the nature of the sample. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection via the naked eye noted fluid contained inside the housing due to a ruptured bladder. When the bladder ruptures, fluid will leak inside the housing. The ruptured bladder was examined for signs of abnormality; no signs of abnormality were observed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor leaked. It was further reported ¿during the filling phase¿ the ¿diana tool that allows them to fill elastomers and empty bags¿ was found to have ¿instead of entering the balloon and inflating it, the drug was present in the rigid transparent chamber containing the balloon¿ the set was filled with 5-fluorouracil diluted in 0.9% saline solution. There was no patient involvement. No additional information is available.